Event description:
Pt confused and combative. Admitted for vertigo and transient ischemic attack. Placed in a vest restraint and a limb restraint at 1515 on 10/12/1999. Monitored by staff frequently. Found in respiratory arrest with pulseless electrical activity face down in bed. No pillow on bed. CPR done. Body to medical examiners. Vest not around neck. No markings on neck from device.